Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads triggered a warning for low impedances. The rv lead was also noted with high thresholds and possible intermittent loss of capture. The leads remain in use. No patient complications have been reported as a result of this event.